Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. Upon receipt of the suspect component, it was noted to have physical damage and broken connectors. The reported issue was not duplicated in the laboratory setting. The suspect device operated properly throughout use testing and heat testing. No failure was detected.

Manufacturer narrative:
(B)(4). Result of investigation: carefusion factory service evaluated the suspect uim and was able to duplicate the reported issue. The membrane switch inside of the uim was isolated as the root cause of the reported issue. The membrane switch was replaced and the uim was tested and found to be working to service specifications. The uim was returned to the customer and the suspect component will be further evaluated by the carefusion failure analysis lab.

Event description:
The customer reported while using the avea ventilator, the uim (user interface module) is not functioning properly, when pushing a button another button activates. The customer reported no patient involvement associated with this event.